Manufacturer narrative:
7/21/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic cholecystectomy procedure, the device leaked. The surgeon completed the procedure without pt injury.